Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer will returned the product to his doctor. Most likely underlying root cause of malfunction: mlc-78 - user hematocrit low. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. Wife is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of not feeling himself and having lateral pain. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms.. The product storage location is undisclosed. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test results of e-0 using true metrix air meter. The test strip lot manufacturer's expiration date is 06/28/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: e-0 0 (B)(6) 2017 12:24:00 pm. Complaint is for e-0. Wife is calling for husband. Customer's wife stated that husband has had pain in his lateral sides for two days and that she did not pay any attention. He is on routine therapy of chemo. Customer was getting readings before and now he is only getting e-0. Customer's wife explained that he has been diagnosed with kidney disease and now the symptoms are showing up with pain in his sides. Customer was oriented but did not feel himself. Customer's wife refused 911 because she wanted to take husband to the ER. She will bring meter and strips to the doctor's office. Customer did not have signs or symptoms of hyperglycemia but pain in his sides. Customer did not know his hga1c. Could not get any readings from the meter because customer was getting e-0.